Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that control unit was not functioning on the battery oscillator device. It was noted that the set screw and swing fork were worn and damaged on the device. During evaluation, it was observed that the straining ring was defective, the internal components of the saw head were worn and damaged, and the controller did not function properly. It was further determined that the device failed the following pre-repair assessments, check for the quick coupling of saw blades, trigger test, check the off/on/on mode, and check for the triggers and electronic control unit (ecu). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.